Event description:
As reported the event occurred after the 10th fastener was deployed, the surgeon fixated the mesh and then proceeded to attempt to close the peritoneum, which was unsuccessful. It was reported that about two fasteners were fixated successfully, and the fasteners seemed to be fixed into the mesh/tissue at first but upon second look it was not fixated securely. It was further reported that most of the fasteners deployed were loose fasteners which were removed from the patient's body. The procedure was successfully completed with a second sorbafix fixation device. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Functional evaluation of the returned sample resulted in the deployment of the one (1) fastener remaining in the device. A simulated use test could not be performed to attempt to determine a failure to fixate as reported. Internal component evaluation found inner components were all found to be in place with no damage noted. No manufacturing anomalies were found. Based on the event as reported and sample evaluation results, no conclusion can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in january 2023. The instructions-for-use supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.